Event description:
The MFR rec'd info alleging a ventiltor inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The device error log was reviewed and the MFR confirmed a ventilator inoperative condition was observed. The sd card was replaced to correct the issue.